Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the receiver was not receiving data even when device was right beside the transmitter. No additional patient or event information is available.